Manufacturer narrative:
Expiration date: na.

Event description:
Device evaluation performed on the returned electrode showed that the epoxy was discolored. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles, the epoxy becomes brittle and discolored.